Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 575cc mentor smooth round moderate profile saline catalog: 3501690 lot: 9412522 sn: (B)(4) and (right) 575cc mentor smooth round moderate profile saline catalog: 3501690 lot: 9412522 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2020, the mentor failure analysis lab has received the device for evaluation. On may 14, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on both views of the device consistent with a crease/fold. A tear was also observed within the crease/fold on the anterior view, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 6730867 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with two 525cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.